Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 9atm for 35 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.